Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was faulty and would not charge pump battery. There was no reported adverse impact to customer's blood glucose. Usb cable was replaced to resolve the issue.